Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of sensor damage. The customer's blood glucose was unknown. The customer stated that her sensor advised her she was low when she was not. Customer received a change sensor alert after a calibration not accepted. The sensor was returned for analysis. (B)(6)2017 21:34:48, pst ice batch user (batch_ice), phone (B)(6), complaint: (B)(4) complaint status: order creation mdt initial contact: (B)(6). Initial notes: customer states she has been on the sensor and cgm for three weeks, states this is her 3rd sensor, states this sensor got damaged, states her sensor was advising she was low when she wasnt, states during the day it was good inquired what led up to the complaint. Customer response: sg vs bg and change sensor calibration not accepted t/s per (B)(4). Explained alarm and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6)2017, abdomen . Activity at the time of the alert was: was trying to calibrate . Sensor age (time left) and isigs. Found: sensor has been removed. Serter material: mmt-7512na. Sensor material and expiration date is: 11/06/2017. Lot # is: hg1u1ka. Customer uses overtape to hold enlite secure. Discussed applying additional tape to sensor and xmtr which may reduce xmtr movement and protect the sensor and xmtr connection. Discussed covering back of xmtr to help reduce the chances of xmtr catching on clothes. Discussed adding transparent dressing over sensor and xmtr for even more security. Discussed the option to use alternate tape(s) over the sensor and transmitter for added security. Discussed the option of using liquid adhesives. Adv to choose an insertion site that has an adequate amount of sub-q fat tissue. Adv sensor should be at least 2 inches from navel or pump infusion site and at least 3 inches away from any manual injection site. Adv to calibrate three to four times spread throughout day to improve accuracy. Adv it is best to calibrate when glucose is not changing rapidly, e.g. Before meals is often a good time to calibrate. Adv to calibrate immediately after testing bg and to never calibrate with a bg meter reading that was taken more than 12 minutes earlier as that bg value would no longer be considered valid. Adv to always use clean, dry fingers when testing bg levels. Adv to only use fingertips to obtain blood samples for calibration. Adv if bg readings are significantly different than sg readings to wash hands and calibrate again. Customer received a change sensor alert after a calibration not accepted. Customer has already removed the sensor at this time. Advise customer to remove the sensor and check for bent sensor. Found: not bent just slanted. Adv to return the sensor. Customer's outcome pertaining to the complaint: advised I would submit form to local office to have sensors replaced additional notes: (B)(4) mmt-1715k ship: nothing / return: nothing initial notes: customer states she has been on the sensor and cgm for three weeks, states this is her 3rd sensor, states this sensor got damaged, states her sensor was advising she was low when she wasnt, states during the day it was good inquired what led up to the complaint. Customer response: sg vs bg and change sensor change sensor t/s per (B)(4). Expl alert and possible causes. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6)2017, abdomen. Activity at the time of the alert was: trying to calibrate . Serter material: mmt-7512na. Sensor material and expiration date is: (B)(6)2017. Lot # is: hg1u1ka. Customer received a change sensor alert after a calibration not accepted. Customer's outcome pertaining to the complaint: will submit form to local office to have sensors replaced ship: mmt-7008 / return: mmt-7008 country: (B)(6): input date: 07/19/2017 warranty start: 00/00/0000 warranty end: 00/00/0000 batch - hg1u1ka.